Manufacturer narrative:
UDI #:unknown because the product details and serial number are unknown. Model #: a zct intraocular lens was indicated however a complete model name was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the patient had significant cylinder remaining post op. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection performed using a microscope at 12x magnification, revealed that the lens was damage, most probably to make explant possible.   Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity report found during the manufacturing record review for this complaint. During the manufacturing record review for this serial number, no assignable causes for the reported event were identified. A review of the complaint database did not indicate a product quality issue. The direction for use (dfu) adequately provides instructions and precautions for the proper use of the intraocular lenses including lens power calculations. There is no indication of a product quality deficiency. Based on the investigation, the complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: date of event: (B)(6) 2015. Initial MDR indicated (B)(6) 2015, and has been corrected. If explanted; give date: (B)(6) 2015. Initial MDR indicated (B)(6) 2015, and has been corrected. (B)(4). Catalog#: zct600; serial number: (B)(4); expiration date: 06/05/2020. Device available for evaluation: yes; returned to manufacturer on: 12/03/2015. Device returned to manufacturer: yes. Device evaluated by manufacturer: no. Reason for non evaluation: device evaluation anticipated, but not yet begun (02). Device manufacture date: 06/05/2015 patient was reported as doing well following a new non toric lens, model pcb00, implant. All pertinent information available to abbott medical optics has been submitted.